Manufacturer narrative:
Submit date on: 08/13/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with heel warmers. The customer reports that the heel warmer exploded in their face upon activation. The customer further stated that she had flushed her eyes and was going to visit an eye doctor.